Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that after the incision was made in a patient, initial measuring, drilling and sagittal saw cuts were made. After sagittal saw attachment was replaced by drill attachment the hand piece failed to function. The battery was replace by a new fully charged battery. Different attachments were attempted with no function. The case was finished using a back up power set, with no harm to patient. It was reported that the power set in question was cleaned and sterilized after the case and tested for functionality and worked without failure. There was no report of harm or injury to the patient associated with the incident. However, it was reported that surgical time was increased by an unspecified amount of time.